Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-05521. The patient has one thoracic and one peripheral (off-label) lead as part of her scs system. It was reported the patient experienced ineffective stimulation. Subsequently, surgical intervention was undertaken on (B)(6) 2016 to implant a new dorsal root ganglion (drg) system which resolved the issue. The scs system remains implanted.